Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise was noted. The lifetime ventricular sic (sensing integrity counter) was 2920 and the atrial sic 3227. High values of these counters can indicate a possible intermittency in the system. It was reported that there was noise on the lead, oversensing, and the patient was shocked, due to the lead noise. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The high voltage portion remains in use. No further patient complications have been reported as a result of this event. No conclusion can be drawn oversensing device remains activated shock, inappropriate noise.

Event description:
It was reported that there was noise on the lead, oversensing, and the patient was shocked, due to the lead noise. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The high voltage portion remains in use. No further patient complications have been reported as a result of this event.